Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During operation, it was observed the right ventricular lead had insulation damage. No electrical anomalies were observed. The insulation was fixed with adhesive and the procedure was completed successfully. The patient was stable.